Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up. The CT revealed a proximal type I endoleak. The physician elected to implant a 36 endurant aortic cuff and the proximal type I endoleak was resolved. A snorkel technique was also performed. Per the physician, the causes of the events were related to the patient anatomy; dilated aortic neck. No additional clinical sequelae were reported and the patient is fine.